Event description:
A report was received that the pt was having difficulty charging. A bsn engineer confirmed premature battery depletion of the ipg. The physician has recommended that the ipg be replaced.